Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. The customer also had blood glucose of 372 mg/dl. The customer reports insulin pump had no delivery alarm and issue was resolved by changing infusion set and reservoir. The customer was declined to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.